Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00754. It was reported, the patient ((B)(6)) suffered a fall and since that time has experienced diminished therapy relief. In addition, the patient reports tenderness at the ipg site. A diagnostic test revealed low impedance readings for several lead contacts. Reprogramming was able to provide adequate therapy relief for the patient; however, painful stimulation is said to occur with certain body movements. Details regarding the next course of action have not been disclosed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.